Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is unable to exit the preparing the prime loop. Customer does not recall any significant events leading to the error, but indicated that the pump had not been used in one year. Customer's blood glucose was 188 mg/dl at the time of incident. Troubleshooting was done for pump but was unable to get out of the prime loop. The customer indicated that they have another pump in their house which they will attempt to find and then call back as it is under warranty. No further information was provided.